Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation was unable to determine a conclusive cause for the reported separation issues; however, the leak appears to be related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that prior to use, the 3.0x15mm nc trek balloon dilatation catheter (bdc) was not submerged to activate the coating. During the procedure in the moderately calcified, non-tortuous, left anterior descending (lad) artery, the bdc was positioned at the lesion and while pulling negative blood return in the catheter was noted. The device was removed from the anatomy without issue and outside a proximal shaft separation was noted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.